Manufacturer narrative:
Product was not available for the evaluation.

Event description:
The user facility reported that there was a couple of spots on the outside of the plastic tray during unpacking the box. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that there was a couple of spots on the outside of the plastic tray during unpacking the box. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.